Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was malfunctioning the following information was received by the initial reporter with the following verbatim it was reported by customer that the primary IV tubing set was set up as it one would normally with the secondary line connected to the primary line. The secondary bag as per practice was hung higher than the primary bag. The nurse noticed that the solution in the secondary bag was free flowing into the primary bag when the primary line roller clamp closed. This is unusual and should not happen to a normal working set up.

Event description:
Material#: 2420-0007 / 10016073. Batch number#: unknown / 23119104. It was reported by customer that the primary IV tubing set was set up as it one would normally with the secondary line connected to the primary line. The secondary bag as per practice was hung higher than the primary bag. The nurse noticed that the solution in the secondary bag was free flowing into the primary bag when the primary line roller clamp closed. This is unusual and should not happen to a normal working set up.

Manufacturer narrative:
It was reported by customer that the solution in the secondary bag was free flowing into the primary bag when the primary line roller clamp closed. One sample was received for quality evaluation. Visual examination was conducted and no damages and abnormalities were identified. The infusion set was then primed and a simulated infusion was conducted with the secondary infusion set that was provided by the customer. The simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. No failure was identified. The customer complaint of flow issue - backflow could not be verified. A root cause was not established because a failure was not replicated. The item number and lot number was reported as "unknown." The device history review was conducted based on the possible material number and lot number determined by back tracking the smartsite laser ID numbers. A device history record review for model 2420-0007 lot number 23125375 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 24015015 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.